Manufacturer narrative:
The reported event of corroded iui connectors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported frequently changing iui connectors due to corrosion. The customer had varying cleaning practices, as some of the staff was using the "purple top sani wipes", but others were using oxyvir. The iui connectors were being cleaned with the wipes. A site visit reported the iui connectors are being wiped with the pdi super sani cloth wipes or oxyvir tb spray which is causing corrosion, and that corrosion is being cleaned and brushed off the iui connectors. There was no patient involvement.